Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The customer reported issue was replicated/confirmed. Failure analysis found the primary failure of "broken" to be related to the customer reported complaint. For clarification, the instrument was found to have a broken grip at the grip base. A piece approximately .209" x .601" was found to be broken off the yaw pulley. The broken piece was not returned.

Event description:
It was reported that the instrument was broken. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.